Event description:
Reported by customer, blade broke in half while using it. Based on the info obtained today, no pt injury occurred and no intervention was required. They stated that the blade broke during a skin incision. A #10 blade is mainly used for skin incision and macro work. There would be no risk to soft tissue and/or an open cavity at this point. The blade was picked up and a new blade used.

Manufacturer narrative:
The condition reported, although no sample was provided, has been determined as valid based on the incident description. Broken scalpel blades occurring as a result of a surgical procedure can typically be attributed to the blade being bent beyond its physical properties. Without the actual sample for sem analysis, or a manufacturing lot number the investigation is extremely limited. Blades are routinely checked for hardness and ductility.